Manufacturer narrative:
To conclude, this thermal non-uniformity can result in possible-mis-quantitation too low for low-level samples when using the realtime assay when a fill state of 49 to 88 specimens on the 96-well pcr plate on the m2000rt instrument. Importantly, the low-level samples are accurately quantitated when running a fill state of 48 or 96 wells on the 96-well pcr plate using the realtime hiv-1 assay on the m2000rt instrument.

Event description:
A determination was made that thermal non-uniformity existed across the 96-well pcr plate when using the m2000rt instrument. This thermal non-uniformity can result in possible mis-quantitation too low for low level samples when running the realtime assay when using a fill state of 49 to 88 specimens.